Event description:
During a child immunization clinic, 2 nurses reported that the needles were breaking when trying to pull up vaccine from the vial and that the children reported discomfort with vaccine administrations that wouldn't normally cause discomfort. The nurses also described that they felt like the needle was dull.